Manufacturer narrative:
This report is submitted on may 28 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to migration (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 31, 2020.